Manufacturer narrative:
The lot number of the device was either 1690743 or 1694723. Final device investigation found that the device was returned in good visual condition. Upon eval a clear gap was visible on the rear of the housing of the device where the deal cap has separated from the body of the housing. The stopcock lever and insufflation port were securely fastened and had sufficient friction to prevent unintended movement. The device was pressure tested and leaked both with and without a test plug inserted into the device. Two possible lot numbers were provided with the device. The device history records of both numbers were reviewed and no discrepancies were noted.

Event description:
It was reported that the top popped off making the device unusable. The procedure was halted while a replacement was opened. The issue occurred while instruments were being manipulated through the device. There was no pt injury. This report is being filed for the findings upon investigation. Add'l info was requested, but no add'l info was available.